Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous left coronary artery lesion with 75% stenosis. A 0.014 in ht turntrac guide wire was advanced to the lesion. However, the tip prolapsed and the device failed to cross the lesion. An additional non-abbott device was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the investigation determined that the reported issue appears to be related to operational context of the procedure. Factors that may contribute to material too soft/flexible or material too rigid/stiff include, but are not limited to, device support, material properties, damage incurred during manufacturing, challenging anatomy, and/or inadvertent damage to the device. In this case, it is likely that challenging anatomy contributed to the reported difficulty as it was reported that there was calcification, tortuosity and 75% stenosed lesion and an attempt to cross a side branch through a jailed strut when the tip prolapsed and led to the reported failure to advance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.